Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a bent base plate preventing the pedal from being depressed all the way. It was also noted that the hose was cracking by the elbow and the hose had a slice in it. Therefore, the reported condition was confirmed. The assignable root cause for the hose cracking near the elbow and slice is consistent with normal wear over time. The issue with the bent base plate is consistent with mishandling by dropping or hitting the device against something bending the plate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the foot control device was not working properly. There were no delays to the surgical procedure. A spare device was available for use. There was patient involvement. The surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.